Event description:
It was reported that the insulin pump alarmed a false predictive low alert due to an inaccurate sensor glucose reading. The caller stated that the blood glucose reading was 12 mmol/l. She stated that she turned the sensor feature off, and attempted to restart and calibrate the sensor in the morning. She noted that her sensor glucose reading was 7.2 mmol/l and decreasing. The blood glucose reading was 6.8 mmol/l. She was advised that the sensor may have been bent, but it was found to be normal upon removal. Advised return of the sensor for analysis. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed a bicarbonate buffer test per (B)(4). The sensor failed per specifications due to low readings.